Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. No rewind anomaly during our testing. The insulin pump has cracked case at display window corners.

Event description:
Customer reported the insulin pump would not rewind. It also said failure cannula and she wasn't receiving any insulin. Customer's blood glucose was 300 mg/dl. Customer stated she was unable to exit the preparing to prime loop. No series of beeps or numbers noted on the device. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.